Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass. The insulin pump was unable to perform the displacement test due to the liquid crystal display damage. The insulin pump was also received with cracked battery tube threads, cracked reservoir tube lip, and minor scratched liquid crystal display window.

Event description:
The customer's mother reported via phone call that the insulin pump had a cracked screen with only the bottom numbers visible. The customer's blood glucose was 187 mg/dl. The caller stated that the crack was .5 to 1 inch in size. She stated that the customer was playing football, tripped, and cracked the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.